Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 508 mg/dl. Customer was hospitalized due to high blood glucose and ketones. Customer was treated with insulin drip and fluids. Customer was wearing insulin pump at the time of hospitalization. It was reported that customer received no delivery alarms and products were changed in the hospital. Nurse advised that cannula was not bent. Customer did not have anymore supplied for troubleshooting. Troubleshooting could not be performed as customer was sleeping. Customer called back and reported of having extreme neuropathy and was being assisted with infusion set.